Event description:
It was reported that a patient with an ambicor penile prosthesis app presented with pain and weakness in the cylinders during penetration. Prior to surgical intervention, an attempt was made to reposition the cylinders manually over the penis, and thereafter, a replacement surgery was performed, during which the physician confirmed that the inflation issue was due to a bulge in one of the prosthesis cylinders. The other cylinder also showed a bulge, though to a lesser extent. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscopic inspection of one cylinder identified it had broken fabric threads from wear at a fold in the middle of the cylinder. Leakage testing of the cylinder identified there was a bulge in the middle of the cylinder when inflated with a syringe. Microscopic inspection of the second cylinder identified it had wear at a fold in the middle of the cylinder. Leakage testing of this cylinder identified there was a bulge caused by excess air between the inner and outer tubes when inflated with a syringe. Microscopic and leakage testing of the pump found there were no damages or abnormalities found, and leakage testing was passed. A device history record (DHR) review conducted confirmed the device met all material, assembly and performance specifications. Additionally, the reported patient symptom of pain is a known risk associated with inflatable penile prosthesis implants and is noted as such in the instructions for use (IFU). It is probable that the bulging in both cylinders was the cause of the reported event.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented with pain and weakness in the cylinders during penetration. Prior to surgical intervention, an attempt was made to reposition the cylinders manually over the penis, and thereafter, a replacement surgery was performed, during which the physician confirmed that the inflation issue was due to a bulge in one of the prosthesis cylinders. The other cylinder also showed a bulge, though to a lesser extent. The device was explanted and replaced. No further patient complications were reported.